Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 700 mg/dl. The customer reported that they were able to resolve high blood glucose issue by changing the infusion set. The customer also reported that the insulin pump received recurring no delivery alarms. The device will not be returned for analysis.